Event description:
It was reported that the right ventricular (rv) lead exhibited no capture, rising impedance and high undefined impedance. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.